Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator was unable to be interrogated due to premature battery depletion. No interventions were reported. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received notes device was explanted and replaced on 11 may 2022. The patient was stable.

Manufacturer narrative:
Additional information: update to h6 codes for additional surgery and d6b date of explant (B)(6) 2022. Update to b5 to include explant and patient was stable.